Event description:
The device was returned for a nonfunctional lcd touchscreen. Customer states that the touchscreen is blank/white when powered on and unable to select options. During investigation, the device was powered on and mock infusion was performed. The device had no issues performing. The device was then opened for internal inspection and found that all connections are secure, flex cables are not damaged and there are no pinched wires or damage to the main pcba. The device was powered on and off several times without any issues.

Event description:
The following has been reported: biomed reported: need to ship the following unit for repair model: ivenix infusion system serial number: (B)(6). No patient reported incident blank white screen incident occurred (B)(6) 2025. A preliminary review identified the following issue: mechanical hardware failure (screen, no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.